Event description:
On (B)(6) 2013, the reporter contacted animas stating the luer lock would not secure. There was no additional information available for this complaint. Customer support (cs) attempted to contact the reporter multiple times and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.